Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had automatic inflation failed . The device has been replaced with other device. There was no personal injury occurred.

Manufacturer narrative:
Updated fields: b4, b5, g3, g4, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and stated that valve group and motor need to be replaced. The customer has not yet accepted the quotation. The equipment is out of service. No other repair information is available. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Due to character limitation, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had automatic inflation failed. There was no personal injury occurred.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6-investigation findings.